Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddled the right ventricular (rv) and right atrial (ra) lead causing them to be pulled back and dislodged. The ra lead was removed and the rv lead was capped. The leads were not replaced. An epicardial left ventricular (lv) lead was implanted. No further patient complications have been reported as a result of this event.